Event description:
Follow-up information received reported that the event was due to the inability to use the programmer. It was noted that on (B)(6) 2013 the patient had reprogramming and the problem resolved. The patient outcome was indicated as no injury.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v879145, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's healthcare provider told her she needed a new programmer. The patient wasn't sure what was wrong with the programmer and the healthcare provider didn't tell her why he thought it needed to be replaced. The patient was very confused and noted that her daughter typically handles this type of issue for her. The patient wasn't sure when the batteries were replaced last. The programmer would not power on. The patient was experiencing a loss of therapeutic effect. It was noted that her stimulator wasn't working. The patient went to see her doctor last 3-4 weeks ago. The doctor told her that she was having trouble because she needed a new programmer. The patient had 1 visit with doctor since implant. The manufacturer's representative was not present at that appointment. The patient was implanted for frequency and was still having to use the bathroom a lot. Sometimes it would seem her therapy was working but not all the time. It had been this way since implant. The patient planned to follow up with their healthcare provider. The patient noted that the physician was having trouble programming the patient effectively. It was also reported that there was an issue regarding the patient programmer. The patient was to call back when she finds the patient programmer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the programmer was not adjusting stimulation.